Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional nrrative: investigation summary : according to the information received, it was reported that during the surgery of right knee arthroscopic acl reconstruction+meniscus suture, protective sheath was broken before it was knocked. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was only observed the labels and the packaging of the device reported. The photo do not provide enough evidence to confirm this complaint. Hands on analysis should provide the evidence necessary to define the root cause; therefore, there is no internally assignable cause for the reported problem. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: 7l02796, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during arthroscopic anterior cruciate ligament reconstruction and meniscal repair procedure of the right knee on (B)(6) 2021, it was observed that the protective sheath on the bio-intrafix tibial sheath device was broken before it was knocked. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.